Manufacturer narrative:
Investigation results: one cadd legacy pump was returned for investigation. The keypad was intact but the top rear label was missing. The pump showed evidence of fluid ingression at the dso sensor. The event history log showed that there were 66 "no disposable" alarms recorded. The reported product problem was not confirmed, and a root cause could not be established. The downstream sensor was replaced and the pump was recalibrated.

Event description:
It was reported that the device displayed a double beep that there's no cassette (while testing). There was no patient involvement.